Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change, preventing shooting. Hemostasis was achieved using manual compression. There was no reported patient injury. ¿preventing shooting¿ was described as the device not being able to be pressed. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use. No pulsatile flow was observed from the bleed-back indicator. There was no visible damage to the bleed-back indicator or the indicator window. The exoseal vascular closure device (vcd) and vascular sheath introducer were not retracted together until bleed back significantly slowed or stopped. The indicator window did not change black-black while pulsatile blood flow was observed. The deployment lever was not depressed, and no red color was observed in the indicator window during retraction. Angiography verified femoral artery suitability, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within thirty days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to device use. The exoseal vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vascular closure device (vcd). The device was returned for evaluation.